Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had under delivery and pump error alarm and high blood glucose. The customer¿s blood glucose value was 24 mmol/l. Customer¿s current blood glucose is 11.9 mmol/l. The customer did not experience any symptoms as a result of high blood glucose. The auto mode/smartguard feature was active at time of high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. No further patient complications were reported. The customer will continue to use the device. The device will not be returned for analysis.